Event description:
It was reported that the leg motor is running all by itself and remote button for legs does not work at all.

Manufacturer narrative:
It was reported that the leg motor is running all by itself and remote button for legs does not work at all. It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.